Event description:
It was reported that the customer passed away from a cardiac arrhythmia. The caller stated that the customer had been hospitalized four times from (B)(6) of last year due to frequent weight loss, fluid in his lungs and a bleeding ulcer. The caller stated that the customer was also in a convalesent home, and the nurses neglected to give the customer insulin when his blood glucose was 900 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.